Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was found that the small battery drive device motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for the battery case coupling assessment, function of the off/ oscillation /on switch mode, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, compatibility between colibri/small battery drive (sbd) and colibri ii / sbd ii, function with electric pen drive (epd)-console, and power with test bench. It was noted in the service order that the device was ¿not working properly.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.